Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Service history for the customer's instrument revealed no subsequent complaints of discrepant results. The architect system operations manual addresses troubleshooting for the described issue. The troponin package insert addresses sample handling and performance characteristics. There is not enough information to reasonably suggest a malfunction of the architect i1000sr nor was there an indication of a deficiency. The customer established their cutoff value for positive results as 0.028 ng/ml, while the diagnostic cutoff is 0.30 ng/ml per the assay package insert.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer observed higher than expected patient results for the architect troponin stat-I assay. The customer provided data from five patient samples as examples. One patient sample generated a positive result of 0.05 ng/ml, which was repeated negative at 0.02. Another patient sample generated a positive result of 0.03 ng/ml, which was repeated negative at 0.01 ng/ml. The third patient sample generated a positive result of 0.078 ng/ml, which repeated negative at 0.023 ng/ml. The fourth patient sample generated a positive result of 0.030, which was repeated at 0.018 ng/ml. The fifth patient sample generated a false positive result of 0.044 ng/ml, which was repeated at 0.018 ng/ml. The customer's cut-off value for positive results is 0.028 ng/ml. No impact to patient management was reported.